Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that a device set screw was lodged, a set screw had a rounded socket, and a set screw was found in the connector bore. The analyst noted that the right ventricular (rv) set screw was able to be removed from the rv block. Concomitant product continued: 305c25 heart valve, implanted: (B)(6) 2005.

Event description:
It was reported that during the implant procedure there was difficulty tightening the setscrew for either port of the implantable cardioverter defibrillator (ICD). Two devices were attempted. A new device was implanted. No patient complications have been reported as a result of this event.